Event description:
Caller reported that the insulin gauge on the pump displayed a different amount than expected, with the current fill estimate showing 0 units instead of the expected 260 units. There was no adverse impact to the customer's blood glucose level. The customer completed necessary steps to resolve the issue, including reloading the same cartridge with guidance from technical support and delivering a 10.2 unit bolus. After reloading and taking into account the insulin used, the displayed fill estimate of 205 units was deemed accurate, and the issue was resolved.